Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm or determine root cause for the reported issue of cannula did not deploy. The lot release records were reviewed, and the product lot met all acceptance criteria.

Event description:
It was reported that the cannula did not deploy, however the pink slide was reported to have moved forward. This indicates an unknown needle mechanism failure.